Event description:
It was reported that the right atrial (ra) lead was found to be dislodged the morning after implant. During the lead revision, multiple attempts at repositioning failed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted: 2014 (B)(4). (B)(6).